Manufacturer narrative:
Continuation of d10:  product ID evfxplus-29 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that seven years and eight months following the implant of this transcatheter bioprosthetic valve, the valve failed. The mechanism of failure was symptomatic aortic stenosis (as) with a high mean gradient of 46mmhg. There was no evidence of thrombus. A second transcatheter aortic valve (tav) was decided to be implanted valve-in-valve via femoral approach. Initially, the implanter was unable to cross the first valve with a guidewire. The wire was snared in the aorta through the femoral artery sheath. A pig tail catheter was advanced to the left ventricle at that point, and the wire was exchanged for a confida guidewire. The tav-in-tav procedure was then performed successfully. Post-procedure, the patient's mean gradient was 8mmhg. The patient remained hemodynamically stable throughout the procedure. No additional adverse patient effects were reported.